Event description:
The affiliate reported that foreign matter was noted. The device was used with ji2000. User training schedule was unknown. Another product was used to complete the case. There were no surgical delay and no adverse consequences to the patient. No further information is provided at this point.

Manufacturer narrative:
Upon completion of the investigation, it was noted that black residue was found on the outside surfaces of the silicone tube. This residue could be easily removed indicating it is surface contamination and not material deterioration/defects. The exact cause of this contamination could not be identified. This is the first complaint of this type for this product code. There were no other anomalies noted on this tubing set. We will continue to monitor for this or similar complaints for this product code and lot number.

Manufacturer narrative:
It was noted upon review of the product code 80-1189 that the incorrect baseline information was reported on the initial medwatch. A follow-up is being submitted to correct the information for this product code.